Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 29mm portico ng valve was implanted. However, the valve migrated, leading to severe paravalvular leak (pvl), resulting in a second 29mm portico ng valve being implanted. The first valve was implanted with the following depths: ncs:-3 rcs:-2 lcs-4. The second valve was implanted with the following depths: ncs:1 lcs: 3.5. Post-procedure, the patient reported chest pain and had st elevation. Computed tomography (CT) was performed, which showed coronaries filling. The patient was placed on balloon pump, given additional IV drips, and continued on anticoagulation. In addition, bleeding was observed at the incision site and surgical repair of the left common femoral artery was performed. However, on (B)(6) 2022, anemia was observed due to the incision site bleed, requiring transfusion. On the same date, the patient was taken off the balloon pump. On (B)(6) 2022, the patient was discharged home in stable condition.

Event description:
N/a.

Manufacturer narrative:
An event of chest pain and st elevation requiring a balloon pump was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.